Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "(B)(6) 2020 1:47:04 pm pump stopped. (B)(6) 2020 1:47:04 pm high alarm displayed: cassette detached. (B)(6) 2020 1:47:04 pm info alarm: upstream occlusion cleared. (B)(6) /2020 1:47:06 pm high alarm silenced: cassette detached. (B)(6) 2020 1:47:07 pm power down." A battery fallout test was performed. The customer reported product problem was not replicated. No fault was found with the device.

Event description:
It was reported that the pump would not alarm when the battery door was open. No patient injury or complications were reported in relation to this event.